Manufacturer narrative:
The impella device was received and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A patient of unknown age and gender received hemodynamic support from an impella cp smartassist cardiac pump due to acute myocardial infarction / cardiogenic shock. When the purge cassette was changed, the cassette was not detected by the automated impella controller (aic). A second purge cassette was also not recognized. The problem was resolved by switching to the backup controller. The attending physician assessed the situation as critical, but the patient survived the incident.

Manufacturer narrative:
The investigation into the aic - purge issue has been completed since the original report was filed. The product was returned for investigation. The console was tested on an engineering lab bench. The issue was reproduced with the original parts and configuration; upon connecting the pump, unable to start priming, no piston blockage was found; also, there were no traces of glucose on the purge unit. It was determined that the root cause of the issue was a defective component.